Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the system axis alignment would change after lens was implanted on two back to back patients. System would be set at a number and the physical line would move to a different angle but still say the number that was set.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company's acceptance criteria. Clinical data was requested and received from the local clinical applications specialist (cas) who was able to retrieve the data collection for the case concerned. The data collection of the case included partial recording of the surgery including guidance and tracking information displayed along with surgical planning, device configurations and settings. Clinical experts analyzed the surgery live images extracted from the data collection. Based on the images, it could be confirmed that the patient¿s eye was decentered and therefore, the limbus had not been detected adequately. Improper illumination was determined to be a contributing factor. The user manual was reviewed and was determined that the content was adequately described. The investigation result determined the following root cause: based on the surgery live images, the root cause can be concluded as an inadequate surgery image selected by the surgeon to determine the implantation axis. The surgery image used showed a decentered eye and an inadequately detected limbus. An inadequate surgery image could be avoided by following the instructions in the user manual. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
User error. The limbus detection of the system is impacted by the decentered eye and inhomogeneous illumination, which lead to the shift of the axis by the reported 7°. If the eye is properly centered and the limbus correctly detected, the overlay is correctly displayed. The manufacturer internal reference number is: (B)(4).